Event description:
It was reported on the next day check, by remote transmission the r-wave sensing measurement has reduced since implant. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.